Event description:
It was reported that the patient presented with triple vessel disease. A whisper guide wire was placed in the left anterior descending artery (lad) and then two mini visions (2.5 x 15, 2.5 x 12) were attempted across; however, both devices failed to cross. The whisper guide wire was then moved from the lad to the obtuse marginal to treat another lesion which was successfully treated. Shortly after treatment of the obtuse marginal, the patient began experiencing chest pain and a perforation was noted in the distal lad; however, the perforation was not close to where the lesion was attempted to be treated with the two mini visions. The patient was sent to surgery to treat the perforation and it was decided to complete the treatment of the patient's triple vessel disease by performing a triple by-pass while they were still in surgery. The patient coded during the surgery and cardiopulmonary resuscitation (CPR) was administered, however, the patient died. The hospital was never able to get the patient off of the ventilator. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant information.